Event description:
The customer reported having difficulties with the keypads. Troubleshooting was performed. The customer stated that the insulin was reacting on its own without the buttons being pressed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer stated that her blood glucose is 480 mg/dl and she is going to the hospital to et treated as she does not have a back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.